Event description:
On (B)(6) 2014, a patient underwent telescope implantation for end-stage macular degeneration. On the day one postoperative exam, the physician reported that the patient notes haze. The cornea and rest of the eye is clear. The physician reported that the implant looks like it has "condensation" behind the front surface, something he also noticed early on during the surgery. At the day seven postoperative visit, the problem remained. Reference MFR # 3005347768-2014-00002.